Event description:
The patient reported frayed wires of the power supply box. The patient electronic unit and power accessories were replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system with power accessories were received for evaluation. External and internal visual inspections of unit revealed exposed wires on the right-angle extension cable and the power supply. There was no damage found on the power cord. The backplate of the device was removed and a standard power supply was connected to the unit. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.